Event description:
The customer reported that, during preparation for use, the spare lamp came on. The user changed the lamp but the spare lamp still went on randomly. Additional details were requested regarding the reported event. No additional information was provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the spare lamp came on. A review of the device history record found no deviations that could have caused or contributed to the spare lamp lighting. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the report that the spare lamp came on was not reproduced during testing. The accumulated usage of the lamp was two hundred (200) hours and the intensity of the lamp was within specification. A definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Service found the port on the front panel was damaged and the socket slider switch was worn out (damage inside scope socket) which resulted in intermittent use of high intensity mode. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.